Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they could not see the pink side as soon as she activated the pod. The pod was worn less than an hour.

Manufacturer narrative:
The device was received fully deployed. Download data shows the pod completed both first and second prime and was then deactivated by the user. No damages or defects were observed on the needle mechanism assembly that would result in a needle mechanism failure. During the investigation, the needle mechanism was reset to the not deployed position and manually deployed. No issues were seen during this test. A root cause for the reported event could not be conclusively determined.